Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed. Based on the available information the exact cause of the issue cannot be determined. The DHR review determined that the device was released in a conforming state. There is no indication that any manufacturing errors led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device was inserted into the patient and had popped. Additional information was received on (B)(6) 2021. The patient described hearing a pop from the femoral angio site. The type of procedure being performed was a left right and left heart catheterization/angiogram. A 6fr procedural sheath was used. A pre-deployment angiogram was performed. The estimated blood loss was less than 50ml. The patient was stable, and the procedure outcome was successful. Additional information was received on (B)(6) 2021. Hemostasis was achieved by the device.